Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown with the main power switch "on." The iabp unit was replaced. It was later reported that the iabp unit would not power on. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The aware date is being corrected to 18sep2021 which is the earlier date in which getinge was made aware of this event.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined it was the solenoid driver board, to fix the issue, the fse replaced the board and tested the unit. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) would not power on. There was no patient involvement, and no adverse event reported.